Event description:
It was reported that the patient stopped announcing meals due to concern about hypoglycemia, and the patient received education that missing meal announcements can maladapt the correction algorithm and lead to aggressive insulin dosing and subsequent lows. Symptoms included hypoglycemia. Outcomes included no alerts or alarms and completion of troubleshooting and education. Investigation included user counseling and reinforcement of correct meal announcement practices. Investigation of this case revealed user handling contributing to inappropriate algorithm behavior, with no device malfunction reported. It was concluded, based on previously established findings for similar reports, that the cause was user error related to missed meal announcements.